Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has a loaner pump that was receiving no delivery alarms. Customer stated that her blood glucose was too high to count on the machine. Customer took 30 units with an insulin pen. Customer was advised to manually push the plunger slowly. Customer stated that the insulin did not exit. Customer was advised to try a new reservoir and the pump alarms no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir. Customer mentioned that her blood sugar has been really high because she was not bolusing enough because she wanted to save her insulin.